Event description:
It was reported that an urgent checkup was requested because it was detected to be lower than low rate. A lead warning was recorded for high impedance. Pacing with unipolar was attempted, but it detected failure during deep breath. Fortunately, the patient had their own pulse about 40-45 beats per minute (bpm). Lead replacement was conducted. The location of the lead fracture was not confirmed using fluoroscopy at the procedure. While the lead adhesion was separated, the part of the lead near the two lines merges into one appeared to be damaged but the doctor was not certain if it was by the scalpel while the lead adhesion was attempted to be separated or it was a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).